Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. No motor error alarms occurred during test. Motor tested ok. Cracked belt clip slot and scratched display window noted.

Event description:
Customer stated that the insulin pump alarmed motor error. Customer has changed the infusion sets several times. This morning the insulin pump alarmed no delivery and motor error during a bolus delivery. The current blood glucose reading is 334 mg/dl. Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 400 mg/dl. Customer correct with bolus. Customer was vomiting and nauseated. Diagnosed diabetes ketoacidosis. The insulin pump will be replaced. Nothing further reported.